Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system, implanted 3 days, exhibited various non-physiologic signals, labeled as vt or vf, following some vpaced events. However, the patient did not have any stored events or non-sustained episodes. The patient also expressed concern because the heart felt as if it was beating fast and slow. Additional information revealed that this ICD was also exhibiting oversensing which resulted in both the inhibition of pacing and inappropriate therapy.